Event description:
The medical team in (B)(6) had an impella cp-ECMO support of over 5 days. The cp was removed and after explant thrombosis was observed. Of note patient had underlying infection and peritonitis that could have contributed to the event. Some days later the abiomed japan team was updated that heparin and the thrombolytic UK were administered for the clot as treatment/intervention.

Manufacturer narrative:
The medical center in (B)(6) discarded all impella product at explant. Further clinical details have not been forthcoming. A root cause of the thrombosis has not been determined. Should more information be relayed that leads to a definitive root cause, a final report will be filed. The failure mode will be monitored and trended.